Event description:
It was reported that the remote monitoring transmission showed impedance instability and loss of capture on the patient's left ventricular (lv) lead. There were both high and low impedance measurements on the lv lead. Possible lead migration was also noted. Follow-up was performed and it was found that the patient had been checked in the office and that the device was functioning appropriately. The plan is to follow-up with the patient via remote transmissions. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable and pacing capture threshold in the rv (right ventricle) was elevated. Trend steady from 750-850 ohms until (B)(4) 2015; varies between 430 ohms and 1200 ohms in (B)(4) 2015. Possible high threshold noted in left ventricular capture management observations. Concomitant product: 6935m62 lead, implanted: (B)(6) 2013. (B)(4).